Event description:
A report was received that the patient was experiencing irritation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing irritation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead 50cm; model#: sc-4316, lot #: 14973261, description: next generation anchor kit-sterile.